Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples ((B)(6)) on a dimension vista 1500 instrument. The initial discordant result for sample (B)(6) was reported to the physician(s), who questioned. The initial discordant result for sample (B)(6) was not reported to the physician(s). The samples were repeated on the same dimension vista instrument with higher results. The corrected results for sample (B)(6) were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse ran an alignment test for the s2, r3 and r4 probes. The cse adjusted the bottom of the cuvette for s2 and ran mix tests, which were within acceptable ranges. The cause of the falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.